Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebv0773 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line was kinked in patient and when removed, it was discovered that the line was split. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed just distal of the molded joint. A permanent kink impression was observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed rounded edges. Material wear and discoloration were observed in the vicinity of the split. The sample kinked preferentially in the vicinity of the split during manual manipulation. The split features, discoloration and preferential kinking were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The location of the damage suggested that catheter placement/securement technique may have contributed to the observed damage. The product IFU states ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a lot history review (lhr) of rebv0773 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line was kinked in patient and when removed, it was discovered that the line was split. There was no reported patient injury.